Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01657 &0001822565-2017-01658.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately four years post-implantation due to pain, elevated metal ion levels, metal poisoning, metallosis. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device is not manufactured by zimmer biomet.